Event description:
Foley catheter checked prior to patient use and unable to inflate balloon. The inflation occurred in the pigtail where the syringe was inserted, before it got to the main part of the catheter. It looks like the spot where the pigtail goes into the main part of the catheter does not have an opening. When attempting to inflate balloon, the catheter inflated at the instillation port.

Event description:
Foley catheter checked prior to patient use and unable to inflate balloon. The inflation occurred in the pigtail where the syringe was inserted, before it got to the main part of the catheter. It looks like the spot where the pigtail goes into the main part of the catheter does not have an opening. When attempting to inflate balloon, the catheter inflated at the instillation port.